Event description:
It was reported that the nurse stated that the patient on the arctic sun device that was in the cooling phase, the patient would begin rewarming this afternoon at 1500. The device had an alert 113 (reduced water temperature control) and not sure what it means. Patient on a neonatal pad, targeted temperature (tt) was 33.5c, patient temperature (pt) was 33.3c, water temperature (wt) was 31.4c, water flow rate (wfr) was 0.5 l/min. Explained to nurse if the water flow rate (wfr) was below 1 l/min, the heater capacity diminished. If the water flow rate (wfr) was below 0.5 l/min the heater turned off. The flow rate being low was likely what caused the alert 113. Nurse on desk phone relaying steps to second nurse in the room. Walked nurse through pausing therapy, emptying pads, disconnect pad and reconnecting with proper technique. Confirmed tubing was straight, no kinks or bends. Restarted therapy and water flow rate (wfr) was settled at 0.5 l/min. Walked nurse through accessing the system diagnostics were water flow rate (wfr) was 0.5 l/min, inlet pressure (ip) was -7.1 psi, circulation pump command (cpc) was 22 percentage, system hours was 1,305, pump hours was 1,226. Had nurse stop therapy and empty pad, and leave the pad disconnected. Walked nurse through placed the device in manual control. Without pad connected water flow rate (wfr) was 1.8 l/min, inlet pressure (ip) was -6.9 psi, circulation pump command (cpc) was 46 percentage. Had nurse reconnect pad using a different connection port on the fluid delivery line (fdl). With pad in manual control water flow rate (wfr) was 0.7 l/min, inlet pressure (ip) was -7.2 psi, circulation pump command (cpc) was 29 percentage. Discussed the importance of the flow rate being at least above 0.5 l/min. Informed nurse one option is to try a new pad if they continued to have issues. Nurse discussed trying a new device with the same pad. Once connected to new device, water flow rate (wfr) was settled at 1 l/min. Informed nurse to call back with any issues. Per follow up information received via email on 13jun2023, it was reported that the patient was a female that weighed less than 10 pounds. She was between 3-4 days old. There was no impact to the patient and therapy was completed with a different device. Nurse reached out to mis for troubleshooting. It was determined that the flow rate was an issue. Mis advised nurse to use a different device. The device was sent to biomed.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "belt temperatures too low after nip roller and heated section". The device history record review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that the nurse stated that the patient on the arctic sun device that was in the cooling phase, the patient would begin rewarming this afternoon at 1500. The device had an alert 113 (reduced water temperature control) and not sure what it means. Patient on a neonatal pad, targeted temperature (tt) was 33.5c, patient temperature (pt) was 33.3c, water temperature (wt) was 31.4c, water flow rate (wfr) was 0.5 l/min. Explained to nurse if the water flow rate (wfr) was below 1 l/min, the heater capacity diminished. If the water flow rate (wfr) was below 0.5 l/min the heater turned off. The flow rate being low was likely what caused the alert 113. Nurse on desk phone relaying steps to second nurse in the room. Walked nurse through pausing therapy, emptying pads, disconnect pad and reconnecting with proper technique. Confirmed tubing was straight, no kinks or bends. Restarted therapy and water flow rate (wfr) was settled at 0.5 l/min. Walked nurse through accessing the system diagnostics were water flow rate (wfr) was 0.5 l/min, inlet pressure (ip) was -7.1 psi, circulation pump command (cpc) was 22 percentage, system hours was 1,305, pump hours was 1,226. Had nurse stop therapy and empty pad, and leave the pad disconnected. Walked nurse through placed the device in manual control. Without pad connected water flow rate (wfr) was 1.8 l/min, inlet pressure (ip) was -6.9 psi, circulation pump command (cpc) was 46 percentage. Had nurse reconnect pad using a different connection port on the fluid delivery line (fdl). With pad in manual control water flow rate (wfr) was 0.7 l/min, inlet pressure (ip) was -7.2 psi, circulation pump command (cpc) was 29 percentage. Discussed the importance of the flow rate being at least above 0.5 l/min. Informed nurse one option is to try a new pad if they continued to have issues. Nurse discussed trying a new device with the same pad. Once connected to new device, water flow rate (wfr) was settled at 1 l/min. Informed nurse to call back with any issues.